Event description:
The lead impedance continued to rise from 1392 ohms to 1800 ohms where it plateaued. The lead will be monitored and remains in use.

Event description:
It was further reported that at a device change out it was noted that the impedance had risen to near or over 2000 ohms. Since all other measurements were fine, it was suggested that the lead remain in use.

Event description:
It was reported that the lead had a sudden rise in impedance and the impedance was high. Since the increase, the impedance has been stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular (rv) lead pace= 1152 to 1536 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A resistance/impedance increase was noted. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pace equal to 1152 to 1536 ohms peak between (B)(4)-2012.